Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report an adverse event that occurred on (B)(6) 2016. The patient passed out and the patient's wife called an ambulance. Patient's blood glucose was 29mg/dl. The ambulance transported the patient to the hospital where the patient was given a shot. Patient did not know what type of shot was administered. Patient also reported temporarily losing vision. At the time of contact, patient was home and stable. No additional event or patient information was provided.